Manufacturer narrative:
The investigation into the low pump flow has been completed. The impella pump was returned for investigation. The returned pump was visually inspected, and a cannula kink was observed near the inflow. The cause of the issue was a kinked cannula. The cause of the kink was unknown. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported the impella was successfully placed and upon start up there was a complete decoupling of the arterial left ventricle wave forms. The flows never got above 1 liter. The physician was concerned there may be a clot and decided to remove this impella and place a new impella. There was no patient harm reported, and this device was replaced.